Event description:
Per the clinic, the patient experienced poor performance with the device use, facial stimulation and a subsequent reduction in clinical benefit. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device as open circuit were noted; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.